Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Initial attempts to download the data from the device were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish connection with the master pdm. This attempt was unsuccessful. The pcba was removed from the pod chassis and attached to the power supply. This attempt was also unsuccessful. The beep test was unable to be performed and the data was unable to be retrieved from the device. Corrosion was observed on the pcb assembly and on the bottom and middle batteries, battery clips, and battery springs. Inspection of the pcba found corrosion on the pcba components that prevented retrieval of the data. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking inside the device. Cracks were observed in the top and bottom housing, however it could not be conclusively determined if the cracks allowed fluid ingress that contributed to the corrosion.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.